Manufacturer narrative:
The device was received for evaluation. During functional testing, the customer reported, "failed downstream occlusion multiple times (high)" was not reproduced. The device was tested using three IV sets, and all three tests passed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump failed the downstream occlusion test multiple times (high). There was no patient involvement. No additional information is available.